Event description:
It was reported there was "erratic lock response" with the epg (external pulse generator). No further details were available. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the keyboard pad buttons lock, off, menu and pause were not working. The keyboard pad was pried up and had cosmetic scratches. It was also noted that the upper case was broken and the lower case was out of specification, the battery release, lead flex cover and battery drawer were contaminated, the battery contacts were compressed, the main printed circuit board was out of mechanical specification, the serial number label was pried up and the battery drawer o-ring was missing.